Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient¿s mother brought the patient to the hospital to be evaluated for an infection on the patient¿s left arm, which was reported to have occurred following the removal of a dexcom sensor. White purulent discharge was noted at the insertion site, and the patient¿s mother stated that the site continues to ooze white pus. The physician prescribed two forms of antibiotics, both topical and oral. Cefdinir oral (suspension) antibiotic and topical mupirocin 2% ointment. This visit addressed two infections associated with two different dexcom sensors. A follow-up was made on (B)(6) 2026, the left arm appeared to have healed. The right arm had not completely healed; however, the wound showed visible signs of improvement. There was no documentation of further medical intervention. No other details were provided. At the time of the report, there was no change in the patient¿s condition. The patient is continuing antibiotic treatment until the infection resolves. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.